Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was reported to be hospitalized for a high blood glucose levels on (B)(6) 2014 but the report was not true. The customer was in fact not hospitalized. The customer's blood glucose level was not recorded at the time of the call. The customer mentioned that they did not have her inserter. The customer was assisted with uploading her pmp. No further information was provided.